Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial with clear surge=ical residue on product. Visual inspection found haptic bent and foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic bent and foreign material (residue) on lens surface. "Surgical" was spelled incorrectly in previous submission. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.5/113 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.